Event description:
The patient reportedly fell and hit her head at the implant site causing loss of lock with her internal device. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.